Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure the patient¿s left ventricle was perforated by the guidewire and the patient expired. Initially, the native valve was crossed with the normal guide wire, the guiding catheter was placed over the guidewire, the guidewire was then removed and replaced with the amplatz super stiff guide wire. The balloon aortic valvuloplasty catheter (bav) was passed over the wire and placed in the annulus, but was not inflated because the patient¿s hemodynamic condition deteriorated suddenly, her blood pressure dropped very low and she had almost no cardiac output. The team started with CPR and noticed with tee that a pericardial effusion had developed. The surgeon started to aspirate the blood. A sternotomy was then performed to try and repair the tear in the ventricle. The physician performed direct massaging on the heart. Unfortunately the patient¿s condition continued to deteriorate and the patient passed away before the physicians had time to put the patient on cardiopulmonary bypass. Neither balloon valvuloplasty or valve implantation were done. The patient¿s annulus measured 21.6mm by CT (valve area of 615mm2). Severe annular/leaflet calcification and severe aortic root calcification were noted.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it appears that device manipulation caused the lv perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.